Event description:
A patient reported on (B)(6) 2016 stating that they fell flat on their back a year prior while they were in a grocery store. The patient's device had only been checked twice since they got it, and they wanted to have it checked to make sure nothing happened when they fell. The patient had chronic migraines and was hospitalized the previous week for them. The indication for use was cervical radiculopathy. Additional information was received from the patient on (B)(6) stating that they were hospitalized for three days and was given a medication to resolve the migraines. They also consulted with their pain doctor about them.

Event description:
Additional information received indicated that the healthcare provider determined that it was difficult to determine whether or not the migraines were related to the device. It was noted that the hcp had planned to do a CT scan on the patient, but no appointments were currently scheduled with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.